Event description:
The health care professional (hcp) has reported an incident of a blood leak on a CT 190 g dialyzer. This was the first use on the CT 190 g. The dialyzer had only been pre-processed and never hooked up to reverse ultrafiltration. There were no pt. Injuries. The blood in the extracorporeal system of the hd machine was not returned to the patient. Incident occurred on first patient use.